Event description:
Additional information received that the physician tried to increased the patient's duty cycle to see if that would help with the change in seizure pattern but the patient did not tolerate the settings. It was then reported that the physician did not believe the bad seizure the patient had was vns related.

Event description:
It was reported that a patient had a problem about a month ago where she had a bad seizure and the physician she was seeing only wanted to add more medication but did not want to check her setting on her vns as she wants. No additional relevant information has been received to date.